Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that starting in the last 2 weeks the pt had been getting an electric shock on their neck on the opposite side of their ins. Pt mentioned that their ins was on the right side of their neck. The caller was redirected to medtronic representative.